Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-15574, related manufacturer reference number: 2017865-2020-15576. It was reported that the patient presented for follow up with suspected myopotential over-sensing recorded by the pulse generator noted on both the atrial and right ventricular channels; although electromagnetic interference had not been eliminated as a potential cause of lead noise. Programming interventions were discussed; however, no interventions have been made. There were no adverse patient consequences reported.